Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2373, awareness date 05-nov-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012. Result and assessment of the product technical complaint investigation received on (B)(6) 2015. The consumer stated that almost instantly after essure insertion she began to cramp. She had some appointments and kept being told it would go away. She was put on 800mg ibuprofen and 750mg hydrocodone for the pain and sent home. The pain progressively kept getting worse 12 weeks later and on (B)(6) 2012 she went to the radiologist who did a dye test to check the essure placement and to see if the scar tissue had fully formed. On the same night her gynecologist told her the radiologist found a tear in her fallopian tube and they wanted her to have a surgery immediately to remove the fallopian tubes. On (B)(6) 2012 she went in for surgery and during the surgery it was found out that the essure had punctured her uterus and they were unable to remove the coils, as they would have to remove her uterus. Cramping still continued and she was told that it was probably due to the hole in her fallopian tube and she would need to wait 8-10 weeks before doing anything as she needed to heal from surgery. On (B)(6) 2012 she had a hysterectomy and had her uterus and the coils that were logged in her uterus removed. Besides the pain from the surgery, she was instantly cramp free. In (B)(6) 2015 she felt a painful pressure, like she was having a baby. She went to her gynecologist and found out she had a rectal prolapse. It was so severe it required a surgery to repair it. She was told many women experience that after hysterectomy. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report; refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and her 3-month dye test showed a tear in her fallopian tube. She was submitted to a surgery, during which it was discovered essure had punctured her uterus. A hysterectomy was performed 3 months later for essure removal. After 2.5 years, she was diagnosed and treated for rectal prolapse. Only rectal prolapse is unlisted according to essure's reference safety information. Uterine and fallopian tube perforation are possible complications of essure insertion. If a perforation occurs, patient may present pain during and after the procedure. In this case, consumer had cramping immediately after essure insertion and a perforation was diagnosed in her confirmation test and during a surgery, 3 months later. Given the close temporal association between essure procedure and the events and based on their nature; causality with the suspect insert cannot be excluded. Regarding the reported rectal prolapse, considering its pathophysiology; causality with essure was excluded. This case was considered an incident, since device removal was required. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued (case identified during health authority website monitoring).

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.